Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. The pump was returned to the biomedical dept with an unsigned note that stated, "did not give medication." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delay of critical therapies while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain add'l info.